Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery during bolus. Troubleshooting was performed. Customer's blood glucose was 126 mg/dl. Alarm and possible causes were explained to the customer. Customer was advised to perform a fixed prime, insulin did exist and device alarmed no delivery. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did not exit. Customer did not wish to continue troubleshooting and just wanted to do a complete set change. Customer was advised to monitor the device. No further information reported.